Manufacturer narrative:
H.6. Investigation: no physical sample was available for investigation. One photo which displays blood leakage was provided, however, a disconnection between the tubing and optima injector cannot be observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the unspecified bd optima injector experienced leakage, and blood exposure/splash (not to eyes, wounds, or mucous membranes). The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Tubing disconnected and phaseal connector and injector were still connecting, leaking blood onto the sheets. Reviewed correct set up, puling back spin collar prior to connecting and rn states she followed correct set up as taught as it happened to rn in the past. Pt was found by rn with blood all over the sheets and back of patient. Upon assessment, the tacro line - which was connected with a phaseal and connector - had disconnected from the IV tubing causing blood to backflow from the cvc. Patient's vitals were stable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd optima injector experienced leakage, and blood exposure/splash (not to eyes, wounds, or mucous membranes). The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Tubing disconnected and phaseal connector and injector were still connecting, leaking blood onto the sheets. Reviewed correct set up, puling back spin collar prior to connecting and rn states she followed correct set up as taught as it happened to rn in the past. Pt was found by rn with blood all over the sheets and back of patient. Upon assessment, the tacro line - which was connected with a phaseal and connector - had disconnected from the IV tubing causing blood to backflow from the cvc. Patient's vitals were stable.